Event description:
The nurse of the hospital reported to our sales rep that she was observing a surgery procedure. During this, she observed that the tip of the screwdriver was broken off. No one was injured a replacement was available and the surgery was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.